Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint will be an assessment of the manufacturing records, complaint history, and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a definitive cause for the reported rotating hemostatic valve cap detachment; however, the reported leak was due to the cap of the rhv detaching. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), the rotating hemostatic valve (rhv) cap fell off, which caused a leak; therefore, the dilator and sgc were not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new sgc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the device leaked, which has the potential to cause or contribute to adverse patient effects. It was reported that during preparation of the steerable guide catheter (sgc), a part of the hemostasis valve on the dilator fell off, which caused a leak; therefore, the sgc was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new sgc was used to successfully complete the procedure. There was no additional information provided.